Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the ventilator stopped ventilating with device alert along with error message and black screen during in use on a pt. The ventilator was immediately powered off and back on again by the nurse/respiratory therapist without further problems. The pt was ambu bagged for a couple of minutes while the ventilator was turning off/on. Please note that there was no permanent injury in this case.